Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive troubleshooting including full functional testing, shock testing using the customer's internal handles with no discrepancies. Using test equipment, the device recognized various accessories and adjusted the available energy levels appropriately. Manipulation of the customer's internal handles during testing did not impact functionality. Review of the device logs showed the user pressed the energy select button to increase the select energy level despite the device displaying "50j max". Per the device's operator's manual, "when an internal handle set is connected to the r series, it automatically limits energy output to a maximum of 50 joules". The device responded as it was designed to do when it recognized the attached internal paddles. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 60-year-old male patient, the device's defib output was out of specification via internal paddles. Complainant indicated that the patient subsequently expired.